Event description:
This lead was explanted due to multiple pacing impedance events above 3000 ohms. No adverse patient events were reported. Should additional information be reported, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 32 cm distal to the is4 connector pin. The proximal and the distal lead fragment were subjected to an extensive analysis. In the course of the visual inspection the ligature marks were noted around 50 cm proximal to the lead tip. The conductor coils were found completely fractured 47 cm proximal to the lead tip. This damage can be considered the root cause of the clinically observed increased pacing impedance and decreased sensing amplitude. Based on the characteristics of the damage it is reasonable to assume that the lead has been subject to severe mechanical stress in the area of the lead fracture. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.